Event description:
I was injected the cosmetic radiesse on (B)(6) 2016. It was supposed to last for over a year. It lasted about three weeks. I spoke to my doctor about the issue, and she told me that every body is different. If they knew this may happen to some people, how come they advertise the opposite. I wonder why FDA investigators did not make sure this cosmetic was going to work for everybody during the laboratory tests before approving it for use in the market. How was it taken or used: subcutaneous. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. A cosmetic filler to make my face look younger.